Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent dialysis catheter placement procedure using hemosplit dialysis catheter. During the dialysis, there was leakage from the venous end of the silicone and polyurethane portion of the semi-permanent dialysis catheter. Reportedly catheter was allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. One video was provided for evaluation. The video shows a clinician aspirating and then infusing blood from the venous end of the catheter which is implanted into the patient. Upon infusion, a leak can be observed at the catheter joint, the portion that connects the venous extension leg to the joint. Therefore, the investigation is confirmed for the reported material integrity and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent dialysis catheter placement procedure using hemosplit dialysis catheter. During the dialysis, there was leakage from the venous end of the silicone and polyurethane portion of the semi-permanent dialysis catheter. Reportedly catheter was allegedly damaged. There was no reported patient injury.